Manufacturer narrative:
H4: information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a pph procedure, the device fully cut and partially stapled. The case was completed using sutures. There was no patient consequence.